Event description:
While operating on battery power, the pump reportedly powered off without sounding on audible alarm tone. The customer contact could not provide specific patient information, pump programming, or event details; however, there were no reported adverse patient effects. The therapy was resumed using a replacement device. Though requested, no add'l info was provided.